Event description:
It was reported the circulated items in the warehouse identified debris in sterile package. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h4; h6 visual evaluation of the returned product/photographs provided identified the following: foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed and debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event (foreign debris) is the operator not following the work instructions provided. This reported event falls within the scope of a previous corrective action, the purpose of which is to address the issue of complaints for foreign debris in sterile packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.